Event description:
Dealer states unit has a no audible alarm.

Manufacturer narrative:
Product has been returned and evaluated. The underlying cause documented on the irs or return fields in oracle is identified as: assembly/component issue / other, horn defective

Event description:
Dealer states, unit has a no audible alarm.

Manufacturer narrative:
The product was returned on (B)(4) 2015 for evaluation. The results of the return evaluation were not available for review at the time of this investigation.